Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber broke while using it on the tissue level. The procedure was completed using another fiber. There was no patient complication.